Event description:
The facility biomedical engineer reported the ventilator power management pcb board overheated and was smoking. The biomedical engineer reported the device alarmed and was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported visual evaluation of the board confirmed an overheated component. The fse reported the ventilator continued to operate on both ac power and battery power without faults and the unit did not overheat or smoke as reported. The fse replaced the power management pcb board to address the reported problem. Final applicable testing was performed to operating specifications.